Manufacturer narrative:
Initial reporter phone number was not provided.

Event description:
The customer tested her blood glucose on the contour meter and received a reading of 397mg/dl, retested on a different meter and the reading was 88mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips and meter were sent to the customer.